Manufacturer narrative:
Patient information not provided by the reporter. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the course of a procedure, the tip of a guide wire snapped and became dislodged inside the patient. Upon realization of this through viewing x-rays, the surgeon began the process of retrieving the broken instrument. Initial methods of retrieval proved ineffective. As the procedure continued, the tip of a reamer became dislodged in the patient. Methods of removal ineffective. Procedure completed with broken products insitu. This is report 2 of 2 for (B)(4).